Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose value was 15.0 mmol/l. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states display did not return after restart. Customer states insulin pump died and now beeping without stopping and the screen was blank. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. After further inspection of the unit's interior, there were traces of corrosion and even mold on the battery connectors, and on the connector between electrical board 2 and electrical board 1. Unable to perform functional tests including displacement, rewind, seating, basic occlusion, force sensor, occlusion, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked.